Event description:
The manufacturer received information from a family friend informing philips that the patient had a new bipap s/t c series device since the one they had was sent in to be fixed. The family friend wanted to know if the new device was real or fake because they alleged the new device given to the patient had caused the patient to become "very sick using the new device and was in and out of the hospital until he passed away." The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information from a family friend informing philips that the patient had a new bipap s/t c series device since the one they had was sent in to be fixed. The family friend wanted to know if the new device was real or fake because they alleged the new device given to the patient had caused the patient to become "very sick using the new device and was in and out of the hospital until he passed away." Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.